Manufacturer narrative:
H10: e1- (B)(6) hospital of (B)(6). No.23 haipang street, north street, (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low tidal volume issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The investigation is ongoing.